Manufacturer narrative:
Product analysis: the programmer's stylus was out of calibration with the cursor. The connection between the display overlay and printed circuit board (pcb) was cleaned and re-seated, and the stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned, as it was no longer needed by the user. It subsequently tested out of specification. There was no patient involvement.